Manufacturer narrative:
Yan zhang, fan li, wenhao guo, zongbiao zhang, heng li and wei guan. "Comparisons of efficiency, safety, and hospital costs of four-arm robotic-assisted partial nephrectomy (rapn) versus three-arm technique: a propensity score¿matched analysis" journal of clinical medicine, april 2025. Https://doi.org/10.3390/jcm14082739. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature study performed between january 2021 to december 2023, a retrospective study analyzed the clinical data of patients who underwent four-arm robotic-assisted partial nephrectomy (rapn) versus three-arm technique for the treatment of renal cell carcinoma. A total of 91 patients were included in the study, 50 patients comprised the 3-arm group, while 41 patients constituted the 4-arm group. It was noted that renorrhaphy was performed with 3-0 and 2-0 v-loc sutures. Complications included infection and post-operative bleeding, which treated with angioembolization. Comparisons of efficiency, safety and hospital costs of four-arm robotic assisted partial nephrectomy (rapn) versus three-arm technique: a propensity score-matched analysis. 10.3390/jcm14082739